Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no vibration. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device failed, confirming the reported of no vibration. The root cause was determined to be moisture damage.